Event description:
The service report shows that a note was found attached to the ventilator stating no audio alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event at the facility. No one at the hospital was able to determine who wrote the note. There was no report of alarm malfunction. The cse replaced the audio alarm. The unit passed extended self testing. No patient was involved.